Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch vita meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged inaccuracy began on ¿(B)(6) 2015, ca. 2-5pm¿ when he obtained an inaccurate high result of ¿68mg/dl¿ on the subject meter compared ¿ 18mg/dl¿ on another device, performed within 30 minutes of each other. It is unclear how the patient manages his diabetes and whether he took any action as result of the high reading. The patient reported that ¿ca.2-3 minutes¿, after the alleged issue began, he developed symptoms of ¿sweating and dizzy¿. ¿30 minutes after this the patient reported being treated by a health care professional (hcp), who administered an injection. The patient was unsure what was in the injection but reported feeling better afterwards. At the time of troubleshooting, the csr determined that the correct unit of measure, approved sample site and testing steps were used at the time of testing. The test strip vial was intact, the test strips were had been stored properly and did not exceed their expiry date. Csr also noted that the patient did not have control solution to walk through a test. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow up #1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.